Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for on patient when using the access 2 immunoassay system. The erroneous high test results were above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The test results remain constant and were not consistent with the clinical picture of the patient. The laboratory and physician questioned the results and suspected a heterophile antibody. A sample was sent to beckman coulter inc (bci) for testing. Testing confirmed the presence of a heterophile like interferent. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample was sent to bci for testing. Testing at beckman coulter customer product line support laboratory with interference eliminating proteins, has confirmed the presence of a patient source interferent in the sample. The interferent likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Similar to heterophile antibodies, the results do not correlate with the clinical status of the patient. Reagent and the analyzer were not evaluated. Root cause was determined to be the presence of the heterophile-like interferent in the patient's sample. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.